Manufacturer narrative:
On (B)(6) 2018, day 30, the seriousness of the bleeding event was not known, therefore kci is reporting this event as it was unknown if v.a.c.® therapy caused or contributed to the alleged hemorrhage. On (B)(6) 2018, the following information was provided to kci by the nurse: no medical or surgical intervention was performed for the bleeding event. The nurse noted the patient was on an anticoagulant therapy at the time of the event. Based on the additional information obtained, kci has confirmed no adverse bleeding event occurred. The event is not reportable.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient¿s spouse: on (B)(6) 2018, the patient was on the activ.a.c.¿ therapy system for four hours and allegedly experienced bleeding. The patient was taken to the emergency room around midnight and the activ.a.c.¿ therapy system was removed. The patient was discharged home on (B)(6) 2018. On (B)(6) 2018, the following information was reported to kci by the nurse: it was confirmed that no medical or surgical intervention was performed for the bleeding event. The nurse noted the patient was on anticoagulant therapy at the time of the event. No fault was found with the device in kci quality engineering to substantiate customer complaint. The device passed qc checks and met specifications before placement with the patient. After placement, the device was tested in kci quality engineering. The device passed the pressure accuracy checks and maintained pressure at 125 mmhg. In addition, the unit produced alarms as intended during standard quality control alarm testing.